Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that the customer went to the ER with a "high" blood glucose (bg) level, per cgm display; the customer also experienced vomiting due to their high bg. The issue was reportedly due to the cartridge change error. Customer was treated with intravenous fluids and was released from the ER after 4.5 hours. The customer was able to reload the cartridge and successfully resume insulin therapy.